Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of manufacturing report number 0001822565-2017-07614.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral trials are very loose on a regular basis after use of guide.